Manufacturer narrative:
The physician had verbalized at the time of implant that the location was not optimal. The tines on the implanted leads had been deployed and thus the physician elected to close the procedure and attempt to use the system as is. There are no indications of any system or component failure regarding the nalu device and the components were replaced during the procedure out of caution only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. During the implant procedure, the physician verbalized some concern around the placement of the components. The decision was made at that time to leave the components as placed due to the deployment of the tined leads. Upon activating the system, the patient reported feeling stimulation in the groin and leg instead of the back. Additionally, the placement of the implantable pulse generator (ipg) was found to be in an area of skin rolls, which led to disruptions in communication between the ipg and the external therapy discs as the patient's skin shifted during positional changes. On (B)(6) 2025, a surgical procedure was performed to remove the right lead and place a new lead to better target the area of pain. Also, during the procedure, the ipg was removed and a new ipg was placed in a new pocket location that is more medial and provides more stable tissue and skin.